Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Patient reported a right side deflation. Patient later reported "report right side failed, shift of some kind, acute lopsided, and exchange". Device remains implanted.

Event description:
Patient reported a right side deflation. Patient later reported "right side failed, shift of some kind, acute lopsided, and exchange." Device has been explanted.

Event description:
Patient reported a right side deflation. Patient later reported "report right side failed, shift of some kind, acute lopsided, and exchange". Healthcare professional later reported deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, total delamination assessed as adhesive failure. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.